Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vicm5_13.7 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to the device.